Event description:
Bilateral breast implants in 1992 with recent loss of volume and change in texture on the right. Removal and replacement of both implants. Evidence of rupture of right breast implant.